Event description:
It was reported that the cardiac resynchronization therapy defibrillator alerted due to low left ventricular (lv) intrinsic amplitude. Lv capture could not be confirmed on the presenting electrogram. Technical services recommended further assessment of the lv lead at the next follow-up. No adverse patient effects were reported.